Event description:
It was reported that during an esophagogastroduodenoscopy (egd) with dilation procedure, a longitudinal balloon "split" occurred. A cre wg 10-12mm/108cm/5.5 f/g balloon catheter had been advanced to an unspecified esophageal stricture. During inflation, the balloon "split". The balloon was able to be removed intact. The procedure was completed with another of the same device. There were no pt complications reported with the pt's condition listed as "fine".

Manufacturer narrative:
Device analysis: the reported complaint could not be confirmed. The product was not returned for analysis, as it was disposed. The device history record review of the reported batch was performed and no issues were noted. The device history record review confirms that this device met all material assembly and performance specs. The most probable root cause of the reported complaint is determined to be operational context.